Manufacturer narrative:
This supplemental report is being submitted to provide additional information to h4.

Event description:
No additional information received from customer.

Manufacturer narrative:
The device was returned to olympus for inspection where it was confirmed that the forceps channel port contained foreign objects. Based on the results of the investigation, olympus confirmed foreign material came out of the device, but the type of the material or root cause cannot be identified. A definitive root cause cannot be determined. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope exhibited foreign objects in the forceps channel port. There was no patient involvement.